Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be exiting the infusion set cannula. An infusion set site change was performed to address the issue. Customer's blood glucose level ranged between 207-300's mg/dl range.